Event description:
It was reported that the patient with the implantable defibrillator experienced a syncopal event while washing his hands. Upon review, it was determined that the device had triggered and delivered an electrical shock. The patient was then discharged to return the following week for redo ablation and oral medications were adjusted. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.